Event description:
International customer reported that the synchron aspartate aminotransferase pyridoxal-5'-phosphase (ast) reagent cartridge leaked. No injuries were reported.

Manufacturer narrative:
No product was returned for evaluation, accordingly, no conclusion can be drawn. This reportable event was identified during a retrospective review of complaints conducted between january 1, 2008 and october 23, 2010 for additional reportable events.